Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc330707. This product was used for the product code, and 501k. Possible lot numbers reported: 14138034 MFR date: 09/11/2024 exp date: 09/01/2029. 14117024 MFR date: 08/21/2024 exp date: 08/21/2024. The investigation is pending completion.

Event description:
A complaint was received regarding a 5 units of transfer set w/clave® (green ring), 0.2 micron filter, check valve w/luer lock that experienced no flow. The following issue was reported by the customer: ¿incident date: (B)(6),2025. There was no flow during administration to the patient. (Product: trastuzumab deruxtecan (cytotoxic). There was a 1 hour delay in treatment due to the reconstitution of the chemotherapy bag ¿the status of the product at the time of the event is during administration. The product is available for evaluation. There was patient involvement and unknown adverse event/human harm. "Tubing problem". Additional information regarding the incident: ¿ the medication used during the incident was a g5% bag of 100 ml from fresenius lot 13tdf141 and there was no problems noted with the g5% bag. The patient was stable, no one was harmed during the incident, there was no need for a medical intervention, the bag was remade with a new tubing and the patient received the intended dose. The event was noted at the start of the injection. There was no sign of occlusion. The flow rate was 3.8 ml/min. There were no visible signs of malfunction, damage, strain or wear with the device.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device history for the possible lot numbers were reviewed and no nonconformities were found that would have led to the reported complaint.